Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The patient¿s blood glucose was 500 mg/dl and she took a shot of syringe to treat for high blood glucose. The customer stated she was trying to bolus 3 times and kept getting no delivery. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit. Customer reports that insulin exits with the manual prime. Explained the pump is working as designed. The insulin pump will not be returned for analysis.